Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5044610) in united states on 14-oct-2015 who had essure (fallopian tube occlusion insert) inserted in 2013. Since insertion, consumer experienced severe buckling over pain, cramping, worsening menstrual cycles (passing half dollar sized clots, saturating overnight pad every 2 hours), fatigue, and weight gain that has only occurred since having the device inserted. She informed her provider that she has a sensitivity to nickel which he said should not be a problem with this device. Now she will have a hysterectomy and salpingectomy. She stated that an intervention is required. Product technical complaint analysis received on 29-oct-2015: this adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced buckling over pain (cramping). This event, seen as abdominal pain, is serious due to required intervention and listed in the reference safety information for essure. Abdominal pain may occur during essure use. In this case, since the insertion, the consumer has been experiencing severe buckling pain and other non-serious events. Thus, this event is assessed as related to essure due to close temporal relationship and event's nature. Since an intervention will be required, this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information is expected.

Manufacturer narrative:
Follow-up information received on 11-dec-2015: the required number of follow-up attempts has been completed with no response to date. Company causality comment: this spontaneous and non-medically confirmed case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced buckling over pain (cramping). This event, seen as abdominal pain, is serious due to required intervention and listed in the reference safety information for essure. Abdominal pain may occur during essure use. In this case, since the insertion, the consumer has been experiencing severe buckling pain and other non-serious events. Thus, this event is assessed as related to essure due to close temporal relationship and event's nature. Since an intervention will be required, this case is regarded as incident. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. Further information could not be obtained.